Event description:
The customer reported the ventilator would shut down after exiting diagnostic mode and blink. The device was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. Factory analysis of the main pcb board revealed a shorted component. Failure of the main pcb board as noted resulted in the backup alarm not activating when the device shut down.